Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the saphenous vein graft. A 4.00 x 32 synergy ii drug eluting stent was advanced to treat the lesion. Upon delivering the device, a little extra manipulation was done for the device to get past the ostial of a previously implanted stent. Deployment difficulties were also encountered. The stent was eventually deployed however upon removal of the stent delivery system (sds), it was noted that the hypotube was broken. The balloon and several millimeters (mm) of the shaft remained in the guide catheter. The guide catheter, balloon and the detached part of the shaft of the sds were removed as a unit. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent was not returned for analysis because it was deployed inside the patient¿s body. The balloon body was reviewed and no issues were noted. The balloon appeared to have been subjected to positive pressure as the balloon wings were open. Medium was evident inside balloon body confirming that the device was used. The bumper tip of the device was visually and microscopically examined and damages were noted at the distal edges of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a mid-shaft extrusion break on the proximal side of the port bond site and the hypotube tab end was twisted. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the device used during the procedure was a 4.00x24mm synergy¿ drug-eluting stent (des) and not a 4.00 x 32 synergy ii des as what was previously reported.

Manufacturer narrative:
Describe event or problem corrected. (B)(4). Catalog/model # corrected from 39260-3240 to 39260-2440. Device lot number corrected from 19164137 to 0019055330. Device expiration date corrected from 04/12/2017 to 03/03/2017. Device manufactured date corrected from 04/28/2016 to 03/31/2016. (B)(4).

Event description:
It was further reported that the device used during the procedure was a 4.00x24mm synergy¿ drug-eluting stent (des) and not a 4.00 x 32 synergy ii des as what was previously reported.